Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a display anomaly on their insulin pump. Customer stated they did not drop or bump their insulin pump. The customer reported exposing their insulin pump to moisture. Troubleshooting was able to recover the customer's display on their insulin pump. The insulin pump also passed a selftest. The customer's blood glucose was unknown. Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No traces of moisture were found at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.